Manufacturer narrative:
(B) (4). (B) (4). Results - the actual suture was returned for eval. Visual inspection showed fractures at the needle swaging area. During visual inspection under a light-microscope, several heavy marks of needle holder were found in this area which indicates that the needles were handled there. The appearance of the breakage indicates that the material was overstressed during use (first bent up and then breakage). Conclusion - the device information for use cautions the user that "to avoid damaging the needle points and swage areas, grasp the needle in an area one third to one-half the distance from the swaged end to the point. Care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders". Result: representative samples of the returned product were tested for needle pull tensile strength and the results obtained were in conformance with the requirements. Conclusion: no device failure detected and the representative samples are within specification. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-01459. The same patient is represented in each medwatch.

Event description:
It was reported that a pt underwent an unk surgical procedure on (B) (6) 2009. During the procedure, the needle broke at the arm zone. The needle was not retained and there was no adverse consequence to the pt.